Manufacturer narrative:
H6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that after using the unspecified bd¿ spinal needle patient had headache. The following was received from the initial reporter: verbatim: post-spinal anesthesia headache. The institution is presenting an increased incidence of the complication in relation to the medical literature, probably associated with the use of this needle. In the patient in question, there was no response to clinical treatment, requiring a blood patch. Batch: 008563 (not found in sap).

Event description:
It was reported that after using the unspecified bd¿ spinal needle patient had headache. The following was received from the initial reporter: verbatim: post-spinal anesthesia headache. The institution is presenting an increased incidence of the complication in relation to the medical literature, probably associated with the use of this needle. In the patient in question, there was no response to clinical treatment, requiring a blood patch. Batch: 008563 (not found in sap).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.